Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 30 mg/dl and experienced unsteadiness when standing and walking. It was reported the pump alarmed for a loss of prime. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that the alarm had occurred more than three times, the cartridges were being used per instructions for use, and cartridges from more than one box were used. The reporter noted the patient primed while the pump and infusion set were attached to the patient. This complaint is being reported because the alleged health event was attributed to the reported pump malfunction and use error.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/01/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be confirmed or duplicated with investigation. Review of the black box revealed related alarms. The total daily dose basal history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within calibration. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was discolored. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.